Event description:
Customer reported visiting the emergency room and being hospitalized due to an issue when using a pump for insulin therapy. The highest blood glucose level recorded during the incident was 458 mg/dl. The problem was related to a cartridge alarm, although no issues were observed with the insulin, infusion set, or cannula. Customer attempted to resolve the blood glucose issue by changing supplies, but the cartridge alarm persisted. A pump system check was performed, identifying pump issues, and the customer received IV and saline and insulin treatment, which resolved the issue. No injuries or permanent damage were reported, and the customer was released from the hospital on (B)(6) 2025.